Event description:
(B)(4). As of (B)(6) 2015 I had a full hysterectomy. The next morning I woke up feeling the best I have in years. In my previous report, I didn't do a complete list of my symptoms. Here they are now: daily headaches and severe migraines, no tolerance to heat, hot flashes, extreme exhaustion, constant low grade temp of 99.1. (My normal is 97.8), heaviness in lower abdomen, constant pain in the back of my left leg. (Ultrasound completed to determine cause, none found), severe depression, constant stabbing pain in my left side, numbness and tingling in arms and hands, itchy legs, dizzy, forgetful with brain fog. Often saying the wrong words in sentences, painful sex and inability to reach orgasm. In the last week since my surgery, I am finally waking up feeling rested. I have more energy than I have had in years. My temp is back down to the "normal" 98.6.

Event description:
(B)(4). Weight gain, extreme fatigue, headaches, concentration issues, depression, numbness in arms, sexual issues.